Event description:
Reporter alleged obtaining discrepant patient blood glucose results of 404 mg/dl back to back with a result of 165 mg/dl when testing was performed 5 minutes apart on the advantage system. Reporter stated the patient was not experiencing any hyperglycemic symptoms during the time of the testing. Reporter indicated no actions were taken and no treatment was received by the patient. A request was made for the return of the suspect product and replacement product was sent.